Event description:
Nurse heard a loud noise coming from a pt room, upon entering the room, found pt on floor next to bed. Patient stated, " I leaned on the side rail and the rail fell down" causing pt to fall. Patient complained of minor right hip pain, ice applied.